Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The jada "popped out" after working for only a few minutes [device expulsion] case narrative: this spontaneous report originating from united states was received from an unspecified consumer via clinical account specialist (cas), referring to a female patient of unknown age. The patient's medical history, current conditions, past drugs/ allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) (device number 1) for hemorrhage (postpartum haemorrhage) by the provider and the vacuum-induced hemorrhage control system (jada system) (device number 1) "popped out" after working for only a few minutes (device expulsion). The therapy with vacuum-induced hemorrhage control system (jada system) (device number 1) was discontinued and the provider then placed a different vacuum-induced hemorrhage control system (jada system) (device number 2) (captured in case# (B)(4). Patient sought medical attention. It was the provider's first time using the vacuum-induced hemorrhage control system (jada system). The availability of vacuum-induced hemorrhage control system (jada system) (device number 1) was unknown. For vacuum-induced hemorrhage control system (jada system) (device number 1) lot number and serial number were not provided. Upon internal review, the event of device expulsion was determined to be medically significant. Upon internal review, the event of device expulsion was considered to be required intervention. This was one of the two reports received from the same reporter referring to same patient. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan).